Manufacturer narrative:
As reported, the catheter slit where the sealant is housed of a 6f/7f mynx control vascular closure device (vcd) was frayed more than usual when taken out of the packaging. The user was not comfortable deploying in the patient so another 6f/7f mynx control was used with no issues. There was no reported patient injury. The sealant was not exposed. The device was removed from the packaging with no issues, and the user is trained to the device. Other procedural details were requested but were not provided. A non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found closed, and no syringe was returned for this evaluation. The sealant was present in the manufactured position and was completely exposed. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt was made to perform a dimensional analysis of the sealant sleeve slit length; however, this evaluation could not be completed due to the frayed/split/torn condition of the sealant sleeves. Additionally, due to the observed exposure of the sealant, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. Per functional analysis, an attempt to evaluate insertion and withdrawal using a csi was made; however, this evaluation could not be completed due to the condition of the sealant sleeves, which impeded successful insertion of a cordis laboratory sample csi. Additionally, due to the observed exposed sealant condition, a simulated deployment test was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon. After alignment of the tension indicator by pulling in the distal direction, the distal tip and buttons 1 and 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, as the issue reportedly occurred when taking the device out of the packaging, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves and the subsequent premature exposure of the sealant. Since it was reported by the user that the sealant was not exposed when the sealant sleeves condition was noted, it is possible that the premature exposure of the sealant found on the returned device occurred due to manipulations of the device after the procedure. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the catheter slit where the sealant is housed of a 6/7f mynx control vascular closure device (vcd) was frayed more than usual when taken out of the packaging. The user was not comfortable deploying in the patient so another 6/7f mynx control was used with no issues. There was no reported patient injury. The sealant was not exposed. The device was removed from the packaging with no issues, and the user is trained to the device. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was present in manufacturing position and completely exposed.